Event description:
Boston scientific received information that the patient implanted with this pacemaker reported episodes of heart racing, hard to breath and chest pain. The field representative checked the device and when the rate response was turned off, the high rate pacing stopped. The field representative will be discussing with the physician. Boston scientific technical services (ts) discussed appropriately adjusting the response factors to avoid overdriving the patient's heart rate. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.